Event description:
Per call received from pt, her defibrillator was removed after the battery died. She underwent a test to check if she needed a new one and it was deemed she's okay without having a replacement. However, the lead was kept implanted because it was so entwined. Pt also mentioned that it had a defect. It kept firing for no reason but dr (B)(6) was able to fix it. Per mdt records, this stj device was explanted as of (B)(6) 2013 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).